Event description:
The customer reported that the system displayed a communication error and would lock up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and ordered a new interconnect cable. No conclusion can be drawn as repair info is not available.